Event description:
Mom stated remodulin pump stopped for 2 hrs, and no alarm went off. Pt was hospitalized on (B)(6) 2017 due to other medical issue / shunt needed to be replaced had similar se to being off remodulin (nausea and vomiting). Pump has been working ever since, but not sure if she accidently turned pump off. This happened when in hospital (pump stopping) shipping out new pump to be on the safe side. Sn (B)(4) due 08/18/2018. No other info provided. The product error occurred while in use. It did not cause any harm to the pt. The device is available for return. We are currently working on getting a replacement sent out to the pt. Dose or amount: 2.5mg, frequency: ud, route: sq. Dates of use: from (B)(6) 2017 to ongoing.